Manufacturer narrative:
Follow-up #1: date of submission 01/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings:a review of the black box showed unexplained rebooted. The battery cap was not returned with the pump for investigation; the pump powered on normally with a test battery cap. The time and date were successfully programmed and investigators were able to move beyond the verify screen with no issues. The pump was exercised on a 24 hour duration test with no power issues occurring. The pump current draws were within required specification. The pump cover was removed and there was no evidence of any damage to the power circuit. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump kept rebooting and they were unable to move beyond the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.